Event description:
An alarm issue was reported with the abbott diabetes care (ad) device in use with samsung s20 with operating system version 13 and application version 2.11.1.10973. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, customer experienced shaking, unable to move and loss of consciousness. The customer was unable to self-treat due to symptoms, and was provided by non-healthcare professional (hcp) with "gluco gel" (sugar). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported missing alarms. Attempted to replicate the reported issue with the similar configuration but unable to replicate the reported complaint and the system functioned as intended. There were no issues identified with the customer's reported application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (ad) device in use with samsung galaxy s20 with operating system version 13 and application version 2.11.1.10973. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, customer experienced shaking, unable to move and loss of consciousness. The customer was unable to self-treat due to symptoms, and was provided by non-healthcare professional (hcp) with "gluco gel" (sugar). There was no report of death or permanent impairment associated with this event.